Event description:
This lv lead was implanted on (B)(6) 2010 and remains implanted at the time. A call was placed to technical services on (B)(6) 2016 stating that there were intermittent loc. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).